Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Initial customer report indicates an issue with the dso (downstream occlusion), but the failure could not be replicated. However, upon visual inspection the dso seal was found to be degraded, and the dso seal was replaced with a new dso seal. Performance verification testing was conducted. All tests passed within specifications. Probable cause dso degraded. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) was damaged. This occurred during testing, and there was no patient involvement.